Manufacturer narrative:
No analysis has been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the imaging systems images have artifact in them. This was all the information aaron had at the time of the call. Additional information was received. It was reported that the likely cause of the issue was retractors. No troubleshooting was done at the time of the event. Additional information was received. It was reported that the images were reviewed by the local representative (cc) and the quality was perfectly fine. The resolution was confirmed on the call.